Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days post implant of this mitral annuloplasty ring the device was explanted and replaced with a mitral bioprosthetic valve for unknown reasons. Subsequently, on the day of the replacement procedure, the patient died. The cause of death is unknown. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the annuloplasty ring was explanted and replaced due to a failed repair caused by the patient's native tissue. The device was replaced with a bioprosthetic valve. Subsequently, the patient died. The cause of death was not reported, but it was reported that the devices did not cause or contribute to the patient's death. No autopsy was performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.